Event description:
Customer reports patient protime inr 7.5 followed by a repeat protime inr 2.8. Customer tested on a different protime and the inr was 4.0. Patient therapeutic range not provided. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer's method, results, conclusions: manufacturer evaluation / investigation currently in process.